Event description:
Patient implanted in 1998 in the upper and lower vermilion borders. Onset of infection, date unknown. Patient treated with keflex and ice 10/25/1998/ implant explanted and patient treated with clindamycin and diclorxcillen in 1998.